Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an mol2 (middle of life) battery status after 14 months of implant. It was further reported that the patient's left ventricular output was programmed to the maximum setting at 7.0 volts @ 2 msec.